Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus) due to the length of the tubing in the scrotum was too long. No components were removed. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.